Event description:
It was reported that the wake button was not working. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.